Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the device showed gray bar when it was interrogated. The device was not used for any case. Therefore, there was no patient involvement.